Manufacturer narrative:
The event of lead migration was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating migration was confirmed via x-ray, and surgical intervention took place where the lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated and patient lost therapy. The issue was confirmed via x-rays. In turn, surgical intervention may be pending to address the issue.